Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that the burr detachment occurred. The target lesion was located in the left anterior tibial artery. A 1.50mm peripheral rotalink® plus was selected to treat the lesion. During the procedure, it was noted that the burr came off. The physician removed the rotalink device and subsequently was able to remove the burr from the tip of the wire. The procedure was completed with a different device. No patient complications reported and the patient's condition was fine.